Event description:
On (B)(6) 2013 it was reported that the vns patient who was implanted on (B)(6) 2013 had three seizures on (B)(6) 2013. Good faith attempts were made and it was later reported that the patient had no complaints and they are doing well.